Manufacturer narrative:
Infutronix is waiting for the IV set to be returned for evaluation.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "an administration set model hs-004 lot 2106005 was leaking at the connection below the filter." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00105.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6) 2022. Visual inspection confirmed: there was tape wrapped right above the tubing filter and right below the tubing filter, the tape was noticeably wet, the reported leaking issue was confirmed.